Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a trained physician attempted an arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. Hemostasis was not achieved. Hemostasis was achieved after 15 minutes of manual compression. Five days later, the pt developed a pseudoaneurysm which was treated and resolved with a thrombin injection. There is no add'l info availalble.